Event description:
It was reported that a malfunction alarm occurred. It was also reported that a cartridge alarm occurred during the load sequence. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 86 mg/dl.